Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. A potential failure mode could be ¿urine will not flow through tubing¿ with a potential root cause of "kinked tubing". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." The device was not returned.

Event description:
It was reported that the tubing kinked.